Event description:
It was reported that the insulin pump had a blank display. The customer did not know the blood glucose reading. The customer stated that she had changed the battery out twice, and the display still did not return. Upon troubleshooting, it was found that the display did not return after replacing the battery again. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. Operating currents, low battery alert, and off no power alarms were not tested due to blank display. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube.